Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they were having issues with their controller and the issue began off and on for the last year. Patient stated the controller was cutting off on its own and the whole thing was shut down and there were times that it would shut the stimulation off and they would have to go back in and turn it back on. Patient noted the controller would freeze up and they had to take the battery out of the controller to get it to work again. Patient did not remember if the recharger was plugged in when the issue was going on. During the call patient reset the controller. Patient then stated they would go to charge the implanted neurostimulator and the stimulation would be completely off which they had not done several times. Patient would go back to recharge and the power had not gone down any and they had look and see the stimulation was still turned off. Patient met with their manufacturer representative (rep) did not change the settings because patient was satisfied with the way they were so rep told the patient to call and have the controller replaced. The issue was not re solved. An email was sent to the repair department to replace the controller.

Manufacturer narrative:
B3: event date was asked and it was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.